Event description:
It was reported that a spaceoar vue device was implanted on (B)(6) 2025. An initial kit was reportedly lost during placement due to improper assembly, necessitating the use of a second kit for deployment. Upon review of computed tomography (CT) imaging on (B)(6) 2025, including ultrasound and computed tomography (CT) simulation, it was observed that the device exhibited a lift of approximately 7 mm on the sagittal view and 12.3 mm on the axial view. The hydrogel appeared to be placed anterior to denonvillier's fascia, allowing it to access the free space surrounding the prostate and adjacent vascular structures. The hydrogel was seen to surround the prostate and collect near the apex. Clinical evaluation included a review of potential complications associated with the hydrogel's placement. These included urinary retention and pulmonary embolism. However, the hydrogel did not appear to infiltrate the parenchyma, and the physician was not aware of any respiratory distress at the time of implant. Imaging did not reveal significant deposition of hydrogel into the venous system, and the hydrogel appeared to terminate near the prostate. The physician was advised to proceed with treatment, and no additional adverse patient effects were reported.

Manufacturer narrative:
Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.